Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: g1 the board is malfunctioning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power turned off on its own due to a malfunction in the g1 board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had power turned off on its own. The issue occurred during the service /maintenance (not in a clinical setting). There was no patient involvement.